Event description:
It was reported that the user inadvertently initiated the fill tubing step while the infusion set connector was not properly secured to the pump, and after guidance from support, the user performed a full supply change with a cannula-based cd infusion set and insulin delivery resumed. No reported adverse clinical effects. Outcomes included no alerts, alarms, hospital care, or interruption of therapy after the supply change. Investigation included customer education and troubleshooting on correct infusion set connection and supply change procedures. Investigation of this case revealed user handling error related to an incorrectly attached infusion set connector, with device performance restored after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user technique.